Manufacturer narrative:
The returned device has been evaluated and confirmed the implant coil had broke from the delivery system. (B)(4).

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Coiling treating of an aneurysm. It was reported during coil delivery, the coil prematurely detached within the microcatheter hub. No patient injury reported.